Event description:
It was reported that approximately 18 years post-implantation, the patient underwent a hip revision due to a broken stem and a worn polyethylene liner. The stem was found fractured at the transition between neck and body. The acetabular component was revised due to wear on the liner which was found oval shaped and no longer completely congruent with the femoral head. All components revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00620206220 lot# 60609848 shell porous with multi holes 62 mm. Cat# 00625006525 lot# 60763248 bone screw self-tapping. Cat# 00801802814 lot# 60645383 femoral head non-skirted 12/14 taper. Cat# unknown lot# unknown stem from unknown manufacturer. G2: foreign - event occurred in italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.